Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the coil cap of a small volume folfusor was loose. The device was filled with fluorouracil hs 3600 mg diluted with 0.9% normal saline for a final volume of 120 ml. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The lot was manufactured january 21, 2016 ¿ january 22, 2016. The device was received for evaluation. Visual inspection did not identify any evidence of a loose or separated pink coil cap. The coil cap was found to be securely intact to the housing. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.